Event description:
It was reported that during the attempted implant of a transcatheter valve, the valve was attempted 4 times and recaptured following each deployment attempt due to under expansion of the valve frame. Subsequently, the system was withdrawn from the patient, and a new valve and new delivery catheter system (dcs) were used to complete the procedure. It was noted that a 2 minute procedural delay occurred. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.